Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that the insulin pump turned off and it was not turn back on. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring : clear. Customer returned device for an alleged blank display found on (B)(6) 2021. Device passed the displacement test, sleep current test and active current test. Intermittent nonresponsive keypad noted during testing. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found off no power alert on event date (B)(6) 2021 at the times 18:31:00, 18:41:00 and 21:59:00, and stuck key alarm at the event date (B)(6) 2021 at the time 16:41:42. Device passed the keypad voltage test, however moisture damage found on keypad flex connector. Device alarmed pump error 63 during self test and device trace download confirmed pump error 63 variable 3 on event date (B)(6) 2022 at the time 09:29:37. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to retainer ring noted during visual inspection. The following were noted during visual inspection: corroded battery tube, cracked retainer, cracked reservoir tube lip, missing display cover, scratched lcd window, pillowing overlay, stained overlay, cracked overlay, overlay texture damage, cracked battery tube threads, cracked corner of belt clip rails, serial number label damage and scratched case. Customer allegations of blank display not confirmed. Pump error 63 due to broken u1 pin 6. Intermittent nonresponsive keypad due to moisture damage on keypad flex connector. Moisture damage confirmed on pcba1, force sensor and keypad flex connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.